Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-01466. This report is being submitted as additional information. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 2 years, 4 months. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Evaluation of the submitted log file confirmed a low flow event; however, a specific cause could not conclusively be established through this evaluation. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient was hospitalized on (B)(6) 2018 due to a low flow alarm. Upon emergency room investigative lab work the patient was found to be anemic, with a low hemoglobin and hematocrit level and was hypovolemic. The patient was subsequently admitted and transfused. An esophagogastroduodenoscopy was also performed and patient was found to have 3 arteriovenous malformations which were clipped in the stomach area. The patient is doing well, and has not had any more alarms. The patient was planned to be discharged and had not received any further blood transfusions. No further information was provided.